Event description:
It was reported that this patient had undergone a previous coronary intervention on an unknown date in 2012 at (B)(6), during which several unspecified xience v stents and 1 bare metal stent (unknown type) were implanted in the left anterior descending artery (lad). One xience v stent was placed in the diagonal of the lad. On (B)(6) 2013, the patient was rehospitalized for angina and angiography revealed thrombosis in the xience v stent located in the diagonal of the lad. Two guide wires were placed, one in the diagonal and the other in the lad. A kissing balloon technique was used to treat the thrombosis successfully. The patient was discharged in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Patient effects of angina and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Date of implant estimated.